Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) spoke to the customer and discussed the situation. Fse stated that a site visit would be necessary to troubleshoot the system. The customer declined service on (B)(6) 2022 and said that they would just continue using the system from the second surgeon side console (ssc). A review of the site's complaint history does show (B)(4) as a related complaint (same issue on a different day). No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system sh1887 was used on (B)(6) 2022 for a benign hysterectomy procedure. This complaint is being classified as a reportable event due to the following conclusion: the customer was not able to control arm 1 on ssc 1 and switched to the second ssc after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon could not control arm 1 from the surgeon side console (ssc) 1. The customer contacted intuitive surgical, inc. (Isi) technical support for assistance. Isi technical support engineer (tse) asked caller if they were using all arms and the caller confirmed they were not because the 4th arm was stowed. Tse asked caller to try and press the arm swap at foot pedal, but the issue remained. The caller then stated that the arm was being controlled by the other console. Tse recommended the surgeon to select "take all" to regain control of the arm. Surgeon switched to the other ssc and was now going to work from that one. Tse asked site if they wanted to test and see if ssc 1 will control all arms, but the caller stated that they will just work from the other ssc instead. The procedure was completing as planned with no reported injury. On 07-apr-2022, isi contacted the clinical sales representative (csr) and obtained the following information: the surgeon switched to the second ssc to complete the procedure. There was no patient impact or injury.